Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The oad was returned for analysis. The driveshaft damage observed was consistent with troubleshooting/removal attempts during the procedure. Examination of the crown section did not reveal any damage that may have contributed to the reported complaint. As there were no device issues identified during analysis, it is likely patient anatomy or an external factor contributed to the difficulties experienced during the procedure, however, the root cause of the issues could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) became stuck in the 95% stenosed, moderately calcified anterior tibial artery (at) and a perforation occurred. Balloon angioplasty, a covered stent, and a non-csi device was used to complete the procedure. The patient was in stable condition.